Manufacturer narrative:
(B)(4). The customer reported that upon removing the old circuit, it was noticed that the expiratory filter was overflowing with water from built up condensation. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se was not able to reproduce the reported event. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an error message of safety valve open. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.